Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2023-07495. It was reported the patient's lead had migrated. The issue was confirmed via CT myelogram. As such surgical intervention took place where in the lead was explanted and replaced with new one. Therapy was restored post op.